Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a flex cable that was not properly connected on the connector of the monitor board. The cable was reconnected to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.